Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the patient was intubated without complications. Manual ventilation was used initially, then switched to mechanical ventilation. Suddenly, a beeping sound was heard, accompanied by a simultaneous failure of the ventilation and display. The alarming and emergency dosing were still functional. No patient injury was reported.